Event description:
Nurse reported peep (manometer) read 8-dial was set at 4. Respiratory therapist made an adjustment. Peep appeared to be at the ordered level of 4, but the pts respiratory status continued to deteriorate. Six hours after the event, the pt was diagnosed with a pneumothorax.